Event description:
It was reported that during a surgical procedure the blade broke at the mount and flew through the theatre. It was also reported that there was no pt or user injury and there was no delays as a result of this event. It was further reported that a replacement blade was available and the procedure was completed.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.